Manufacturer narrative:
The customer¿s report that the set disconnected from the luer and leaked was not confirmed. No issues were observed on the set during visual inspection. Functional testing and pressure testing resulted in no leaking or disconnection. Dimensional analysis of the set's male luer was performed; all measured dimensions were within specification. The root cause of the disconnection could not be determined.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the set disconnects from luer and leaks. There is no report of patient harm.